Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The sound processor (sn (B)(4)) has not been returned from the field. Program settings were reviewed and it was noted that the gain setting in profile c was set to 0 db, likely contributing to the reported low frequency feedback. The implanted device was set to the same settings are the explanted device with the noted exception of a lower gain setting in profile c, of -6 db. The battery was confirmed to be depleted at the time of explant. Root cause findings indicate that patient was programmed in settings that result in frequent or perpetual feedback in profile c.

Event description:
From report dated 01/18/2017: patient was seen on (B)(6) and battery reading was 1.91. He has had interference with low frequency feedback since his battery change and has not been able to be programmed appropriately. The battery test suggests the battery is depleted. He is going to see dr. (B)(6) to schedule a battery change. Implant: (B)(6) 2015, explant: (B)(6) 2017, days: 693, years: 1.9, minimum stated battery life: 2.8 years. Clinical history: (B)(6) 2011 - original implant surgery, (B)(6) 2011 - device turn-on, (B)(6) 2011 - fitting, (B)(6) 2011 - fitting, (B)(6) 2011 - fitting, (B)(6) 2014 - fitting, (B)(6) 2014 - fitting, (B)(6) 2014 - sound event, (B)(6) 2015 - battery change - four years post implant. Within normal battery life range. On (B)(6) 2015 - fitting - increased gain due to decrease in cochlear function. On (B)(6) 2015 - fitting - low frequency feedback noted at 333 hz. Resolved with reduced gain. Profile c was inadvertently left at 0 db for sensor gain while profiles a and b were reduced to -6 db. On (B)(6) 2016 - battery check - battery low. On (B)(6) 2017 - battery change (early).